Event description:
A customer reported that she had dermabond applied after a procedure on (B)(6) 2008, and had a reaction at incision site of red raised rash. The rash did not go away by the next procedure on (B)(6) 2008, when dermabond was applied again to the incision site. The redness, rash and itching increased; the itching developed internally also. The pt was treated with prednisone and zyrtec to control the itching. During a f/u call on (B)(6) 2008, the customer reported that after the (B)(6) 2008 procedure, the rash became worse. However, dermabond had been off skin for quite some time now. The customer continues with rash, particularly at incision site, neck, hairline and lower back. Customer complaints of non-specific internal itching all over her body and reported known sensitivities to everything. The customer was queried about antibiotics used and noted that post-operative antibiotics were prescribed after the (B)(6) 2008 procedure. The customer gets rashes from antibiotics. The customer to be patch tested for dermabond. During a f/u call on (B)(6) 2008, the customer reported that the patch test results for dermabond were negative.

Manufacturer narrative:
Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the function performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive, or other factors. The package insert informs the user that reactions may occur in pts who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these pts are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed. Some info for this report had not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent.